Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were having a difficult time getting enough blood from arm and it was turning black and blue. Their meter allegedly would only prompt message to apply sample. The result on thier meter was: most recent noted result was 96. There was no comparison. Not treated. No further information has been reported.